Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl. Cause was not known. A manual dose injection was delivered to address bg. Reportedly, the customer's endocrinologist administered fluids and monitored customer until bg lowered. Recommendation was made to consult with a healthcare provider regarding diabetes management.